Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins). It was reported that there were impedances reading 40,000 ohms on contact 1. The impedance check was done with multiple reference contacts. No factors were known to have led or contributed to the issue. The rep programmed around the out of range impedances and the issue resolved. No symptoms were reported.